Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076-58 implantable pacing lead, implanted: (B)(6) 2012; d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 694765 implantable tachy lead, implanted: (B)(6) 2009; 457453 implantable pacing lead, implanted: (B)(6) 2009.